Event description:
It was reported that the camera head presented a no image issue. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was damage on head unit and the water tightness was lost. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage on head unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.